Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump indicated a data log corruption. Additionally, it was reported that the pump touch screen was unresponsive. At the time of the report with tandem technical support, the touch screen was functioning as intended. The customer's blood glucose (bg) level ranged from 115 mg/dl to 125 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.